Event description:
Related manufacturer reference number: 2017865-2023-13839, related manufacturer reference number: 2017865-2023-16960. It was reported a patient presented with cross connection of leads. The right ventricular (rv) lead was explanted and replaced during a redo procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead and atrial lead would not unscrew from the pacemaker header, after a few attempts the rv lead was removed but the atrial lead was stuck and left in the device header. The pacemaker was also explanted within the same operation. Post-procedure the patient was stable.